Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the black marks on the end of an air device came off and it is visible on the tip of one of the sheaths attached probable root cause: design. Inadequate (B)(4) material selection. Poor assembly design. Process: material not manufactured to specification. Device incorrectly assembled. The device manufacturer date is not known.

Event description:
It was reported that unintended material from the product was in the joint. All pieces were flushed out of the joint.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the black marks on the end of an air device came off and it is visible on the tip of one of the sheaths attached. Probable root cause: design - inadequate raw material selection - poor assembly design process - material not manufactured to specification - device incorrectly assembled. The device manufacture date is not known.

Event description:
It was reported that unintended material from the product was in the joint. All pieces were flushed out of the joint.